Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Two clips were jammed in the jaws. The jammed clips were removed. The remaining clip was fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled and damage to the ratchet system was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is not allowed full retraction of the instrument's handle before an attempt to form the next clip. Causing damage to the ratchet and resulting double indexing of clips or misloading of the clip. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical neck dissection, mandibulectomy, tracheostomy and placement microscopic free flap procedure, the clip applier jammed up and the surgeon used another one which had the same issue. A total of six devices had the same issue. A new device was used to complete the procedure. There was no patient injury.